Event description:
Legal claim states that following surgery, the patient experienced severe pain and discomfort and was required to have the device removed. Medical records accompanying the claim indicate that patient was revised to address femoral loosening and acetabular malpositioning.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.